Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 04/27/2017 to 08/22/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. An issue with the concomitant sterrad® 100s is unlikely since the cycle passed and the ci disc changed color correctly. In addition, the asp field service engineer serviced the unit and confirmed it was working within specifications. The assignable cause could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the cyclesure® retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the customer stated subsequent bi was negative for growth. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 96 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was released for use on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators wherein the load is released for use on patients without reprocessing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Asp has performed visual analysis of two used bis received as complaint samples. One is the positive control with red ci disc, cap is pressed down, and vial is crushed. One suspect positive bi: ci disc yellow, cap pressed down, vial crushed, and no media remains in the crushed vial. Positive growth result was not observed. Bi disassembled: one tyvek liner, glass ampoule shards, one spore disc. There are no punctures observed on the plastic vial or tyvek® liner that would be consistent with a false positive from external contamination. No manufacturing related anomalies observed.